Event description:
The customer reported that the batteries would not hold a charge, and that there were no low battery messages.

Manufacturer narrative:
The factory has not yet received the device for evaluation and this complaint is still under investigation.